Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose. The customer stated that the auto mode feature was not active. Customer also stated they experienced low blood glucose value of 56 mg/dl and treated with food and glucose tablets. The device will not be returned for analysis.